Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was delivering insulin even when their blood glucose levels were low. The customer¿s blood glucose level was 64 mg/dl at the time of the incident, and 62 mg/dl at the time of the call. The customer used food to treat the low. The pump was on auto mode at the time of the incident. The customer stated that their pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.